Event description:
It was reported that there was an issue with battery depletion. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up call from technical support, and no further actions were taken.